Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were going to have an MRI tomorrow and that they needed instructions on how to activate MRI mode. The patient reported that their therapy started to get painful within their bike seat area and that they also felt pain in their hands like electricity "shooting" in their hands. The patient added that they've already tried all the other programs, and they were wondering if there was a certain therapy adjustment that could help with the pain. The agent reviewed general therapy information and the patient stated that they would try to turn their therapy off for 2 days and continue to monitor their symptoms. They were redirected to their healthcare provider (hcp) if the issue persisted.